Manufacturer narrative:
(B)(4). Batch # t94t4m. Investigation summary: the device was received with the top of the I-blade fractured, slightly lifted and the cable cut off due to device condition, no functional test could be performed. The jaws were found attached to the instrument. In addition, no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a whipple procedure, the top jaw wouldn't open fully. A second like device was used to complete the procedure. There were no patient consequences reported.